Event description:
It was reported to boston scientific corporation that a microknife xl was used during a bronchoscopy with removal of foreign body (previously retained bullet fragment) procedure performed on (B)(6) 2021. During the procedure, "the needle-knife portion broke off into the patient's lung." The physician was able to retrieve the detached piece from the lung. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the microknife xl was used in a bronchoscopy procedure; however, per the instructions for use (IFU), the sphincterotome is indicated for use in the selective cannulation of the common bile ducts (cbd) and the transendoscopic sphincterotomy of the papilla of vater and/or the sphincter of oddi, and the reported procedure is not described in the IFU.

Manufacturer narrative:
(B)(6). Medwatch number is (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during a bronchoscopy with removal of foreign body (previously retained bullet fragment) procedure performed on (B)(6), 2021. During the procedure, "the needle-knife portion broke off into the patient's lung." The physician was able to retrieve the detached piece from the lung. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the microknife xl was used in a bronchoscopy procedure; however, per the instructions for use (IFU), the sphincterotome is indicated for use in the selective cannulation of the common bile ducts (cbd) and the transendoscopic sphincterotomy of the papilla of vater and/or the sphincter of oddi, and the reported procedure is not described in the IFU. Additional information received on march 18, 2022: there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e (initial reporter): other contact person: (B)(6). Phone: (B)(6). Block g3: medwatch number is (B)(4). Block h6: impact code f2301 captures the reportable event of retrieval of the detached needle. Medical device problem code a0401 captures the reportable event of cutting wire broken. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h2 (additional information): block a1, block b5, block h10 have been updated based on additional information received march 18, 2022.